Event description:
The company was made aware that a patient underwent pocket revision surgery due to neurostimulator (ins) migration.

Event description:
See section h, number 6 for investigation updates.